Event description:
The customer provided two patients associated with this event. One patient experienced leukopheresis delays on both (B)(6) 2013. The other patient on (B)(6) 2013. Patient ID, date of birth, gender, weight: (B)(6), (B)(6) 1950, male, (B)(6). This patient had problems on separate days. S.v. (B)(6) 1958, female, (B)(6). No medical intervention was required for this event, nor is it believed that they were placed at risk.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that out of 6 different kits from 3 different boxes, all with the same lot number, there was air in the kit, leak and the last kit 'exploded' in the machine. Per the customer, it was impossible to perform the leukopheresis. The patient information is not available at this time. The set are not available for return for evaluation. This report is being filed in response to the customer filing a sae with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. On (B)(6) 2013, it was reported that the return pump malfunctioned and the return line prime failed for this serial number. The returned pump motor and rlad sensor were evaluated and the reported condition could not be duplicated. The run data file (rdf) was analyzed for this event. The run data file analysis of three procedures showed that the reported air in tubing complaints are related to "return line air detector failed fluid check" alarms. These alarms occur when the return line air detector did not detect fluid when expected. The machine failed safe and there is no recovery for this alarm. The operator is directed to load a new tubing set to continue the procedure. The operator cannot reuse the same set because it contains fluid. Possible causes for these type of alarms include but are not limited to: foam or air in the return line. Operator spiked the bag too early. Defective return line air detector. Defective upper user strobe driver cca. Defective control stack. Root cause: the disposable sets specifically involved in the leaks and air in tubing incidents were unavailable for specific root cause analysis. The analysis of the unused sets from the same lot did not find any root causes for the centrifuge leaks as reported by the customer. The analysis did show minor kinks in the channel rbc line but kinks would not cause the reported leak incidents. Possible causes for the leaks include but are not limited to:-manufacturing defect of the loop, including the connection of the braid and bearings to the loop sleeves-bond failure of tubing to channel, control y, or lrs chamber-manufacturing defect of channel welding or channel line tubing bonds-mis-loading of the channel, lrs, bearings, or hex.

Manufacturer narrative:
Investigation: 10 unused disposable sets of the same lot were received from the customer for investigation. Visual inspection showed no mis-assembles or defects. No occlusions were noted at the bond socket. A minor kink was noted in the rbc line at the channel on two sets. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.